Manufacturer narrative:
This report is for an unknown trauma screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2012. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a patient underwent an unknown procedure on (B)(6) 2018, to treat a femoral trochanteric fracture. Patient was initially implanted with a locking compression plate (lcp) distal femur plate in (B)(6) 2012. The original plan of surgery was to remove the lcp plate and implant a long nail. During the procedure, the four (4) screws on the proximal part of the plate were successfully removed. However, only one (1) out of the five (5) screws on the distal part was removed because the head of the other four (4) screws were stripped and could not be removed from the plate. The surgeon tried to remove the screws using a conical extraction screw but the tip of it broke off, and the broken piece remained in one of the screw heads. Since the broken piece of the extraction screw protruded from the screw head, it was cut with a carbide drill. The surgeon decided to leave the four (4) stripped screws with the plate in the patient. The trochanter was fixed with a short nail. There was a 40-minutes surgical delay reported. Patient status is unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: 5), drill (part: unknown, lot: unknown, quantity: 1). This report is for four (4) unknown trauma screws. This is report 3 of 3 for (B)(4).